Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation is ongoing.

Event description:
Country of complaint: (B)(6). Complaint states: a (B)(6) female who on (B)(6) 2014 underwent c-section due to marginal placenta praevia. Safil absorbable surgical suture was used for closure of abdominal fascia and incision. On (B)(6) 2014, the patient's surgical incision developed infection with a great deal of discharge. Healing of the wound delayed. Some stitches were removed and incision was re-opened for drainage. Sterilization and dressing replacement continued.